Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low battery alert and failed battery alarm due to blank display. No moisture damage motor, vibrator, keypad and electronics assembly noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s battery compartment and its spring were corroded. The customer reported that the batteries were draining and they started getting failed battery test alarms. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer stated that when they took out the most recent battery, the battery compartment¿s spring came out with it. The customer stated that there was no power in the insulin pump even if they put a battery in it. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.